Manufacturer narrative:
Patient information is not available for reporting. The exact date of event is unknown, but reportedly occurred in (B)(6) 2015. Device is an instrument and is not implanted or explanted. (B)(6). Product investigation summary: the returned device is broken as described in the complaint description. The screwdriver was received, but the coupling was not. The investigation indicates that the part shows evidence of use all over the surface. Additionally, the tip is worn from wear and tear. The coupling portion could not be investigated as it was not returned. There is no specific information from the reporter indicating what happened to this article. Based on this limited information, the exact reason for this problem could not be determined. It is likely that wear and tear from use and/or high applied mechanical force led to this damage. To prevent such problems, it is necessary that worn or damaged instruments be replaced. No product problem identified. Device history record review: manufacturing site: (B)(4)- manufacturing date: june 14, 2014 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that five (5) instruments malfunctioned during a surgical procedure(s) in (B)(6) 2015. The coupling of a 2.4mm stardrive screwdriver shaft broke. The tips from two (2) cannulated cruciform screwdrivers broke. A t-handle with quick coupling was not functioning properly (specific issue unspecified). And the threaded portion of a universal chuck with t-handle was broken. All broken pieces were retrieved and alternate instruments available to complete the procedure. A surgical delay between fifteen (15) and thirty (30) minutes was noted. No additional information is available. This report is 1 of 5 for (B)(4).